Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment of a post-partum hemorrhage, a bakri tamponade balloon catheter leaked. The operator inserted the device transvaginally with sponge forceps. After beginning to inflate the device, they noticed liquid flowing out of the patient's vagina. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Event description:
Additional information received 18jan2021. 1000ml of blood was lost prior to the placement of the device, and 500ml was lost after device placement. Hemostasis was achieved by placing another device of the same type and an unspecified medication.

Manufacturer narrative:
Event summary: as reported, during treatment of a post-partum hemorrhage, a bakri tamponade balloon catheter leaked. The operator inserted the device transvaginally with sponge forceps. After beginning to inflate the device, they noticed liquid flowing out of the patient's vagina. 1000ml of blood was lost prior to the placement of the device, and 500ml was lost after device placement. Hemostasis was achieved by placing another device of the same type and an unspecified medication. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One bakri tamponade balloon catheter was returned for investigation. A leak was noted in the balloon material. Under magnification, a small puncture in the balloon material was observed where the leak occurred. A document-based investigation evaluation was performed. No related nonconformances were recorded. One additional complaint was received from this product lot from the same user facility and alleging the same failure mode, reported under manufacturer report # 1820334-2020-02340. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that the most probable cause of the puncture was determined to be unintended user error. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.